Event description:
This is a report received from global pharmacovigilance and is a spontaneous report from a nurse in the USA of peritonitis in a homechoice patient (hp). On (B)(6) 2012, the pdrn contacted baxter with a report of peritonitis. Follow up information was received from the pdrn on (B)(6) 2012. The pdrn stated that the hp was diagnosed with peritonitis in (B)(6) 2012. It was not reported if the hp was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was not specified and it was unknown if it was related to any baxter device, disposable or solution.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12d04059, h12c29033 and h12c17079. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.